Event description:
Patient reported to ER after an apparent fall. X-rays revealed a peri prosthetic fracture. The surgeon decided the best course of action was to revise patient to a longer stem as well as additional cables. Patient was taken to surgery where a restoration modular stem was implanted and a new head was used to get the proper leg lengths and stability.

Event description:
Patient reported to ER after an apparent fall. X-rays revealed a peri prosthetic fracture. The surgeon decided the best course of action was to revise patient to a longer stem as well as additional cables. Patient was taken to surgery where a restoration modular stem was implanted and a new head was used to get the proper leg lengths and stability.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and no xrays or medical records were provided. Device was sent to pathology as per hospital policy . Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined, however it is stated in the event description that the patient underwent revision surgery 14 days post initial surgery and a traumatic event was reported (i.e. Patient fell). Therefore the traumatic event may have contributed to the reported event.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.